Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, the device alarmed with a constant check cassette service code. This was not an indication of a reportable malfunction. However, during verification testing it was found the device pressure sensor had drifted out of calibration.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.